Event description:
It was observed that during the device evaluation, the colonovideoscope's auxiliary channel exhibited white contamination, and there was foreign debris protruding from the air and water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Correction to g3 of the initial medwatch. The aware date should be 01mar2024. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.